Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6920556. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no intra-operative device performance issue or device malfunction reported during the procedure. Side branch occlusion is a known potential complication associated with the use of the enterprise2 study device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the used device, as the device performed as intended. There may be clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event, with no evidence of a malfunction or performance issue. The investigator felt the event of ¿perforator arteriolar occlusion¿ was possibly unrelated to the study device and possibly related to the surgical procedure; therefore, the correlating relationship between the event and the study device as a contributing factor cannot be ruled out completely. Additionally, the event required medication treatment and the severity of the event is currently unknown. Based on this information and the assessment of the pi, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ . Per the additional information received on 21-aug-2024, the patient experienced event of ¿brain infarction¿ on the same day as the surgical procedure and when the event of ¿perforator arteriolar occlusion¿ occurred. Since the event of a brain infarction occurred during or shortly after the surgical procedure and while the study device was in use, the correlating relationship between event to the used device as a contributing factor cannot be ruled out completely. Based on the current information available, the event of ¿brain infarction¿ will be conservatively reported to the us FDA, reporting under criteria 21 cfr 803 with a classification of ¿serious injury.¿ this file will be reassessed if new information becomes available. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. The 71-year-old female patient underwent a vascular stent placement procedure where an enterprise stent (catalog / lot# unknown) was placed and implanted on an unreported (unknown) date. It was then reported that on (B)(6) 2024, the patient experienced a perforator arteriola occlusion. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as possibly unrelated to the study device and possibly related to the surgical procedure, and not an unanticipated adverse device effect (uade). The event was treated with an unspecified medication. The event is noted to be persistent with the outcome value entered as ¿symptoms ongoing.¿ the event did not result in a required / prolonged inpatient hospitalization, or permanent impairment in body function / structure. The event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke. The patient was not withdrawn from the trial and there was continued use of the study device. There was no device deficiency. On 19-aug-2024, additional information was received. Per the information, the index procedure was on (B)(6) 2024. The study device used was a 4mm x 16mm enterprise 2 vascular reconstruction device ((B)(6) / 6920556). The patient was treated with ¿hydrochloric acid tirofiban sodium chloride injection (xintuo): 4ml/h pumped in ((B)(6) 2024, 12:25-16:24); 6ml/h pump in.¿ the information indicated that ¿the persistent symptom is a change in left limb muscle strength. Preoperative left upper limb muscle strength was 5. On (B)(6) 2024, after a perforating small artery obstruction occurred, the left lower limb muscle strength was grade 3 and the left lower limb muscle strength was grade 4; on (B)(6) 2024, the discharged patient had a muscle strength of 2 on the upper left and 4 on the lower left.¿ on 21-aug-2024, modified and additional information was received. Related to the event perforator arteriolar occlusion: per the modified information, the start date of the perforator arteriolar occlusion was updated from (B)(6) 2024 to (B)(6) 2024. The awareness date of this event was also updated from (B)(6) 2024 to (B)(6) 2024. The additional information included a new adverse event: brain infarction. The start date of the brain infarction was 31-jul-2024. The event is moderate in severity, unrelated to the study device and possibly unrelated to the index procedure.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to include the additional event information received on 30-aug-2024 and clarified on 02-sep-2024. [Additional information]: on 30-aug-2024, additional information was received. The information was clarified on 02-sep-2024. Per the information, regarding whether there was any correlation between the reported perforator arteriola occlusion and the brain infarction, the principal investigator (pi) made a judgment based on the location of the infarction and small artery obstruction. The following information was received regarding the patient¿s baseline condition: ¿the muscle strength of the left upper limb is at level 5, the muscle strength of the left lower limb is at level 4, and the muscle strength of the right limb is at level 5. The muscle tension of the left limb is increased and the tendon reflex is active, while the sensation and tendon reflex of the right limb are normal. The left finger nose test and heel knee tibia test are significantly inaccurate, while the right finger nose test and heel tibia test are complete. The left babbitt sign is positive.¿ the patient does have a history of strokes; the patient had two reported strokes ¿ first stroke was in (B)(6) of 2022 and the second stroke was in (B)(6) 2024. The target site of the index procedure was the right middle cerebral artery (mca). The site of the brain infarction was bilateral basal ganglia, corona radiata, and semiovale center. Imaging were performed on the reported brain infarction ¿ computed tomography angiography (cta) and computed tomography (CT) were performed. The pi think ¿the plaque after surgery [led] to blockage of perforating arterioles which may cause the brain infarction.¿ per the additional information received on 30-aug-2024, it was confirmed there was a correlation between the reported events, ¿perforator arteriolar occlusion¿ and ¿brain infarction.¿ the pi felt ¿the plaque after surgery led to blockage of perforating arterioles which may cause the brain infarction.¿ the correlation between the used device and the event of ¿perforator arteriolar occlusion¿ as a contributing factor cannot be ruled out entirely, as it remains plausible the device may have dislocated the preexisting plaque within the vessel. As such, the correlating relationship between the used device to the event of ¿brain infarction¿ as a contributing factor cannot be ruled out entirely. The basal ganglia are supplied by perforating branches of the middle cerebral artery (mca), the target site of the index procedure. This file will be reassessed if new information becomes available. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include modified event information received on 07-nov-2024. [Additional information]: on 07-nov-2024, additional information was received. Per the information, the patient experienced a severe stenosis of the right internal carotid artery in the c5 segment and anterior cerebral artery occlusion on the right side. The events became known to the site and sponsor on 07-nov-2024. The pi assessed both events as not serious, moderate in severity, and as possibly unrelated to the study device and to the surgical procedure. The events were not unanticipated adverse device effects (uade). The events were treated with an unspecified medication. The events are noted to be persistent with the outcome value entered as ¿symptoms ongoing.¿ the events did not result to a required/ prolonged inpatient hospitalization, or permanent impairment in body function/ structure. The events were not classified as an ischemic stroke or symptomatic cerebral hemorrhage. The subject was not withdrawn from the trial and there was continued use of the study device. Per the additional information received on 07-nov-2024, there is no medical evidence to suggest the events of ¿severe stenosis of right internal carotid artery in c5 segment and anterior cerebral artery occlusion on right side¿ were related to the enterprise2 vascular reconstruction device nor to the surgical procedure, which was done approximately 84 days prior. The target site of the index procedure/stent implantation was the right middle cerebral artery (mca). Based on this information, the events did not occur at or near the stent site and were likely related to the patient¿s underlying disease process, intracranial atherosclerotic disease (icad). Therefore, the events of ¿severe stenosis of right internal carotid artery in c5 segment and anterior cerebral artery occlusion on right side¿ do not meet us FDA reporting criteria. This file will be reassessed if new information becomes available. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified event information received on 18-sep-2025. [Additional information]: on 18-sep-2025, additional / modified information was received. The information indicated the following: per the updated information, the event of ¿acute brain infarction,¿ was assessed as a serious, severe adverse event which resulted in prolonged hospitalization and required medication. The outcome of the event is recorded as ¿symptom disappeared with sequelae¿ with an end date of (B)(6) 2025. Further details of the event were provided as such: ¿the patient experienced adverse events of ¿occlusion of perforating arteries¿ and ¿cerebral infarction¿ after surgery on (B)(6) 2024. CT imaging indicated possible cerebral infarction in bilateral basal ganglia area, corona radiata, and centrum semiovale. The cerebral infarction was considered related to the occlusion of perforating arteries. The investigator considered that this was unrelated to the device and unlikely related to the surgery, suggesting it was a symptomatic ischemic stroke in the vascular area of intracranial arterial stenosis. The patient informed the investigator on (B)(6) 2024 that she came to (B)(6) hospital, (B)(6) for hospitalization on (B)(6) 2024 due to hard activity seizure of for left limbs for more than 10 hours and showed muscle strength of left upper limb grade 3, muscle strength of left lower limb grade 3, and normal muscle tone at admission. Nihss score: 4 points: mrs score: 4 points; kubota water swallowing test: grade 1. In the hospital: after admission, the patient was treated with symptomatic supportive care including antiplatelet aggregation, lipid regulation and plaque stabilization, gastrointestinal care, improving blood circulation and dispersing stasis, improving cerebral microcirculation, and establishing collateral circulation. The patient was also advised to receive relevant examinations. The CT angiography in one-stop scanning of head CT + head and neck cta on (B)(6) 2024 showed abnormal blood flow perfusion in the left frontal lobe, right frontal lobe, parietal lobe, temporal lobe, basal ganglia, and occipital lobe. The head routine scan on (B)(6) 2024 showed cerebral hemorrhagic changes in a few intracranial lacunar foci and brain atrophy; the head cta on (B)(6) 2024 showed atherosclerosis of the main head and neck arteries: severe stenosis of the lumen in c5 segment of the right internal carotid artery (r-ica); occlusion of the lumen in a3 segment of the right anterior cerebral artery (r-aca); post-procedural changes in m1 segment of the right middle cerebral artery (r-mca). No in-stent restenosis occurred as assessed by the investigator. The mr functional imaging in cranial MRI plain scan dwi+swi on (B)(6) 2024 showed acute cerebral infarction in the right thalamus: multiple intracranial lacunar infarcts, microbleed foci, and accompanying white matter hyperintensities (modified fazekas grade 3); senile cerebral atrophy; the patient¿s condition was stable, the diagnosis was clear, and the treatment was effective. The symptoms of hard activity seizure of left limbs had improved. The patient was discharged on (B)(6) 2024. The patient visited our hospital on (B)(6) 2025 for a 6-month postoperative follow-up. Neurological physical examination showed the patient had increased muscle tone and hyperactive tendon reflexes of the left limbs. The mrs score was 0, and the nihss score was 1. The investigator considered that the patient¿s muscle tone had recovered, without other complaints of discomfort, and the symptoms of the acute cerebral infarction had resolved. On (B)(6) 2025, the cta results were obtained: possible cerebral infarctions in bilateral basal ganglia, corona radiata, and centrum semiovale, with a new finding in the right basal ganglia; calcified plaques in bilateral internal carotid artery, with mild-to-moderate stenosis in the right lumen, mild stenosis in the left lumen, and nodules in both lobes of the thyroid. The follow-up report was reported. The investigator maintained the judgment that it was possibly unrelated to the surgery, possibly unrelated to the study device and the severity was severe. The follow-up report was reported. The investigator maintained the judgment that it was possibly unrelated to the surgery, possibly unrelated to the study device and the severity was severe. On (B)(6) 2025, the patient visited our hospital for neurological physical examination, showing the patient had clear consciousness, and was cooperative with the physical examination, and without jaundice in the skin and sclera. Superficial lymph nodes were not enlarged, the trachea was centrally positioned, and there was no murmur on neck auscultation. Breath sounds in both lungs were clear with no obvious dry or wet rales. The heart rhythm was regular, with no pathological murmurs in any valve areas. The abdomen was flat and soft, without tenderness or rebound tenderness, and there was no edema in the lower extremities. Neurological examination (ne): the patient showed clear consciousness, good spirit and normal speech. Both pupils were equal in size and round, with a diameter of approximately 2.5mm, sensitive to light reflex, with normal eye movement, and no nystagmus. The left nasolabial fold was slightly shallow. The patient had muscle strength grade 5 of left upper limb and muscle strength grade 5 of right limb. The left limbs showed increased muscle tone and hyperactive tendon reflexes, the right limbs had normal sensation and tendon reflexes, the left finger-nose test and heel-knee-shin test were uncooperative, and the left babinski sign was positive. The neck was soft, with kernig¿s sign (-) and brudzinski's sign (-). The nihss score was 1, and the mrs score was 0. Cta findings showed: dense shadows in the running area of the m1 segment of the right middle cerebral artery; atherosclerosis of the head and neck; possible lacunar infarction in the bilateral basal ganglia; decreased paraventricular white density in both lateral ventricles; and cerebral atrophy. It was considered that the cerebral infarction had occurred more than 6 months, and there was no change in concomitant medication, leaving sequelae of decreased muscle strength on the left limb. The follow-up + summary reports were reported. Other judgments were the same as before, it was possibly unrelated to the surgery, possibly unrelated to the study device and the severity was severe.¿ updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include modified event information received on 24-sep-2024. [Modified information]: on 24-sep-2024, modified information was received related to the adverse event ¿brain infarction.¿ the relationship of event to the study device was updated from ¿unrelated¿ to ¿possibly unrelated,¿ and the relationship to the surgical procedure was updated from ¿possibly unrelated¿ to ¿possibly related.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.